Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a tritanium c inserter deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that a titanium c inserter deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.